Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the product is very malleable, making passage difficult. It was very difficult to remove the guide wire; a forceful withdrawal is required.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. A sample evaluation could not be performed because no sample nor photo was available. The reported condition could not be confirmed. A walkthrough was carried out of the manufacturing process. Current process and controls were found to be followed correctly. No abnormal conditions were found that could trigger the reported condition. No action plan is required at this point. The manufacturing site will continue to monitor customer complaint and feedback notifications for adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.